Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a compromised force sensor alarm. Insulin squirt out during manual prime. The insulin pump was not bumped or dropped or there was no water contact. The drive support cap appeared to be damaged. The insulin pump will return. The customer's blood glucose was unknown.

Manufacturer narrative:
Findings: pump was received with detached end cap. Unable to confirm compromised forced sensor alarm or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, primeand excessive no delivery tests due to end cap anomaly. Pump passed stop current test and run current test. Pump had cracked case at display window corners, battery tube threads, reservoir tube, broken partial of reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.